Event description:
It was reported that the programmer had telemetry failure. Both the programmer and the radio frequency programmer head were returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer had telemetry failure. Both the programmer and the radio frequency programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: (B)(6) 2090. Programmer. Product ID: 229047 software analyzer. (B)(4).

Manufacturer narrative:
Evaluation summary: the radio frequency (rf) programmer head was returned. Medtronic (B)(4) service confirmed the phenomenon (telemetry failure) and requested test, calibration and that the rf head label be added, as the label was missing. The head label was installed as requested. The head passed all final functional and systems tests and no other anomalies were found. Product ID 2090 programmer; product ID 229047, software analyzer. (B)(4).